Manufacturer narrative:
No button error alarms noted during testing. The insulin pump had intermittent button response due to moisture damage keypad trace. The device had minor scratches on the lcd window, cracked case near display window corners, broken belt clip slot, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was attempting to use a temp basal feature and the device wouldn't respond. Then the alarm occurred. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.